Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05270. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and a significant decrease in pacing impedance. During the lead revision procedure, when the new rv lead was connected to the device, the lead would not capture. Both leads were checked through the pacing system analyzer (psa) and there were no capture issues. It was determined that there was a device malfunction and the device was replaced. Upon further examination of the old lead, a small insulation breach was noted, so it was capped and replaced. The patient was in stable condition.